Event description:
One touch ultra meter had the wrong date/time doe to power loss. In 2004, the senior medical affairs apecialist mailed a letter, since the pt could not be reached. The pt reported that they had gone to the ER to have their blood glucose level tested. No treatment was reported. The pt neither alleged harm nor experienced injury. The customer service representative walked the pt through resetting the meter options. Once a test strip was reinserted the meter prompted three dashes. The csr also walked the pt through a control solution test and the result was within specifications. According to the owner's manual, if the three dashes appear at any time after the first time the meter was coded., the code number would have been lost. The test results stored in the meter memory would also be out of order. Pt's meter was replaced.